Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was found during preparation. When the 2.75 x 24 mm taxus express2 stent was removed from the package, the stent was bent on the distal tip. The device was not used on the pt. The procedure was successfully completed with another 2.75 x 24 mm taxus express2 stent.